Manufacturer narrative:
(B)(4).

Event description:
Ansell learned from a reportable incident that occurred in (B)(6). The operating anesthetist used encore microptic to perform an urgent thoracic drainage. As he was palpating with his index finger deep in the incision wound, the glove finger "teared" and was lost in the pt's thorax. An emergency operation in the operating room was needed to find the lost glove finger. The surgical team was able to find and remove the teared glove finger.